Manufacturer narrative:
Batch review performed on 14 december 2023: lot 2237473: 200 items manufactured and released on 13-dec-2022. Expiration date: 2027-11-24. No anomalies found related to the problem. To date, 198 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 months from the primary, revision surgery performed due to hip joint luxation. The competitor's cup and liner and medacta head were removed. A 36mm option head and sleeve l were implanted, and the surgery was completed successfully.